Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "loose acetabular component. Removed and re-reamed acetabulum. Put in new shell, liner, sleeve and head."